Event description:
Pt had rectal prolapse. Scheduled for surgery (sigmoid colon resection and rectopexy).after the procedure was completed and the anastomosis was being stapled, the device locked up and the surgeon was unable to remove it from the rectum. Trouble shooting the stapler in hopes to open it all failed. The surgeon was forced to reopen the rectum and take out the stapler. It required taking down the existing anastomosis and because the stapler would not release, the tissue involved in the anastomosis resulted in some tissue destruction. This forced the surgeon to reconstruct the rectum and perform a hand-sewn, single layer anastomosis. The surgeon was uncomfortable with the integrity of the anastomosis and elected to perform a diverting loop descending colostomy. Pt will eventually have to have another surgery to remove the colostomy and reconnect the colon.